Event description:
It was reported that during a trans hiatal esophagectomy procedure, the device produced an instrument error. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. No error 5 and tissue were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. Batch record review was performed and no anomalies were found during the mfg process.